Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck at zero. The fse performed functional testing and found grabber card errors in the flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The failure analysis of the flexvision pc showed inconclusive evidence of the reported malfunction. However, the fse replaced the flexvision pc which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not start up, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.